Event description:
Consumer called to report reading of 23 followed by a reading of 220. Felt more like to the 220 and thinks the meter is reading low. Analysis run consensus error grid using mean reading (122) as ref point vs bd readings (23,220) yielded some data points in the c zone of the grid, outside of acceptable limits.